Event description:
It was reported that a physician trained in the use of the proglide device achieved arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after the procedure, the pt experienced pain in the right groin and was given 100mg of fentanyl. The pt had pain again seven (7) hours after the procedure. Approximately one (1) hour following the procedure, the pt experienced groin drainage. Manual pressure was applied for five (5) minutes followed by a chitoseal topical hemostasis pad and a 10lb sandbag. There were no adverse pt sequela reported. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported, the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.